Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009 including in ipg. Allegedly, the pt's ipg reached it's end-of-life. As a result, the ipg was explanted and replaced. The explant facility will not be returning the device to sjm. Attempts to gather additional info were successful. No further info is available at this time.